Manufacturer narrative:
Additional information was provided in sections h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of dull blades; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that ophthalmic surgical blades were dull during cataract surgeries. The surgeon attempted to perform the paracentesis but failed to penetrate the eye (unknown) and need to exert extra force to achieve penetration. The surgeries were completed on the same day after replacing with another one. It was also reported that had to replace the blade frequently with a new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).